Event description:
It was reported by service report that the foot board was not working; sheets stuck under footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: sheets. Investigation determined that the sheets were stuck between the connectors and therefore, no connection could be made. Bed sheets were removed and the product performed to specification.